Event description:
It was reported that during a lap cholecystectomy procedure, the device jammed, they used a second like device to complete the case. Device is returning. No pt consequence was reported.

Manufacturer narrative:
(B)(4): eval summary: the analysis results confirmed that one el5ml device was received in good visual condition. The instrument was cycled and upon the firing the advancer bypassed the clip causing a pear shaped clip and jamming the jaws in the closed position, the trigger had to be manually assisted to release the jaws; the subsequent firings fed and formed the clips within manufacturing specifications. The instrument locked out as intended but the orange indicator did not show up. While no conclusion could be reached as to what may have caused the firing issue, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.